Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history files using thus. Pump passed active current measurement and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 2:32pm and on (B)(6) 2021 at 1:50pm. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. Problem isolated to pcba 2. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had an unexpected battery power loss. No harm was required during medical intervention. The insulin pump was returned for analysis.